Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate liquid during use. The following information was provided by the initial reporter, translated from portuguese: "I bought these syringes and 4 came defective, they do not draw the liquid."

Event description:
It was reported that 4 bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate liquid during use. The following information was provided by the initial reporter, translated from portuguese: "I bought these syringes and 4 came defective, they do not draw the liquid."

Manufacturer narrative:
Investigation summary: customer returned images of a polybag for 0.5ml, 31 gauge, 6mm syringes from lot 9350257. However, no images of the syringes were provided. The syringe¿s functionality cannot be tested as the samples were not returned. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Based on the images received, bd was unable to confirm the customer¿s indicated failure of the syringe not drawing. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.